Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) connected with customer and confirmed that system displayed a message stating that the detector was not up to temperature. After reviewing log file rse found low temperature fault. Upon troubleshooting rse found the hospital had its generator test, overnight, which removed the power to the system. To resolve the issue, rse educating the customer that standard notification appears when power has been interrupted. The detector returned to the appropriate temperature after the initial power-up. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the issue was caused by user. The user conducted a generator test overnight, resulting in a power outage for the system and after that it indicated that the detector was not at the required temperature, which could potentially impact image quality. The reported malfunction did not happen due to the philips product, it¿s basically happened due to power outage of the system for overnight hospital generator test. This event would not be reportable. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It was reported to philips that the system displayed a message stating that the detector was not up to temperature. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.